Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic totally occluded target lesion was located in the moderately calcified and moderately tortuous mid to distal right coronary artery (rca). A 2.00mm x 8mm apex¿ balloon catheter was selected for dilation; however, on the 3rd inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was blood in the inflation lumen and contrast on the distal tip. The distal tip was damaged. Magnified inspection identified a pinhole in the balloon wall over the proximal markerband. Microscopic examination presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic totally occluded target lesion was located in the moderately calcified and moderately tortuous mid to distal right coronary artery (rca). A 2.00mm x 8mm apex balloon catheter was selected for dilation; however, on the 3rd inflation at 3 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).